Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2030404-2019-00053. The following article was received 18 june 2018 / accepted: 9 november 2018. Titled ¿comparison between novel and standard high-density 3d electro-anatomical mapping systems for ablation of atrial tachycardia". One major complication of tamponade and fifteen minor complications of asymptomatic pericardial effusions were noted.